Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic lead displayed pacing impedance measurements greater than 2000 ohms during a change out procedure. The measurements were recorded trough the pacing system analyzer (psa) as well as the new device. There were no adverse patient effects. The lead remains in service.